Manufacturer narrative:
Weight and ethnicity: unknown/no information provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not explanted. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device malfunctioned during loading. Account's brief description of the event provided that the lens was stuck in the injector and this led to the lens being broken. There was no patient contact with the device. The surgeon implanted a different model lens. No further information was provided.